Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that smoke was coming from the battery charger which had a component failure. If the battery charger fails the system will not operate. There was no pt injury or death reported.